Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 578 mg/dl. Customer was admitted to hospital. The customer experience the symptoms of dizziness and also received dialysis treatment. The customer reported via phone call that the insulin pump alarm motor error during bolus/basal. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.